Event description:
It was reported that a 60-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses and was diagnosed, via physical examination, with spontaneous right breast implant deflation. As a result, the patient underwent bilateral breast implant explantation surgery on (B)(6) 2023. The implants were replaced with the following: (right) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 9516631 sn: (B)(4) and (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9735026 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2023, the mentor failure analysis lab received two devices for evaluation. The devices were the same size and did not have any lot number, so both the devices were analyzed. On april 27, 2023, the product investigations were completed. Device investigation summary: the product was returned to mentor for evaluation. The tubing, the connector, and the injection port were not received. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the spectrum smooth 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.